Manufacturer narrative:
Follow-up #1: date of submission 11/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2015 with the following findings: during testing, the display screen was dim and discolored. Unrelated to the complaint, the battery compartment was cracked. The audio bolus button cover was peeled off; the button¿s responsiveness could not be tested. The returned battery cap had stripped threads and was unable to secure on the pump; a test cap was used to complete investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.